Event description:
Same as MFR report #6000093-2006-00821 it was reported that 624 days following a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure identified and treated 2 target lesions. The first target lesion was a 15mm long, 95% stenosed, severely calcified, b2-type lesion located in the proximal circumflex (cx) artery. The artery was moderately tortuous and 2.5mm in diameter. The lesion was prepped using rotational atherectomy and balloon dilation at 18 atms. The physician placed a taxus express2 2.50 x 16mm stent at 15 atms. The lesion was no post dilated. The second target lesion was a 15mm long, 80% stenosed, moderately calcified, b1-type lesion located in the distal right coronary artery (rca). The artery was 2.75mm in diameter and moderately tortuous. The lesion was pre-dilated at 18 atms, which reduced the stenosis to 50%. The physican placed a taxus express2 2.50 x 16mm stent at 20 atms. The lesion was not post dilated. The results for both treated lesions were timi-3 flow and 0% residual stenosis. The pt was discharged the following day on clopidogrel and aspirin. It was rpeorted that 642 days following the index procedure, the pt expired. The cause if death is currently unk.